Event description:
A surgeon reported the explant of an intraocular lens due to his observation of lens opacification. This was first observed at (B)(6) after implant. Patient had blurred vision and a visual acuity of approximately 20/100. The lens was sent by the surgeon to (B)(6) laboratory for analysis.

Manufacturer narrative:
The intraocular lens was sent by the surgeon to (B)(6) laboratory for analysis and not returned to the manufacturer. The lens met all specifications prior to release. Our investigation is ongoing and the cause of this event is inconclusive at this time. All currently available information is included in this report. A supplemental MDR will be filed as necessary when additional reportable information becomes available. Other: not returned to manufacturer.

Manufacturer narrative:
The lens was evaluated by a third party laboratory and revealed the following: an explanted 'cloudy' silicone intraocular lens (iol)(model: z9002; sn (B)(4)) was submitted for analysis by gas chromatography/mass spectrometry (gc/ms) in order to evaluate the cloudy condition. Visual examination of the lens revealed a cloudy, translucent film on the optic body. The cloudy feature was unable to be captured with a photograph. Visual examination of the lens after extracting in isopropyl alcohol (ipa) and rehydrating with deionized (di) water revealed that the cloudy film had been remedied. Gc/ms analysis of the ipa extract of the optic body found two main compounds. The best mass spectral library searches on the identified compounds revealed them to be a phthalate (plasticizer) and an ether (e.g. Cedryl propyl ether) or alcohol (e.g. Cedrol). These are associated with perfumed household products, wood oils and fragrances. A terpene compound (e.g. Cedrene) was also found in a trace amount, similarly associated with wood oils and fragrances. The manufacturing record review was performed and showed no deviations. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.